Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced a lost communication with the sensor after she went swimming. Customer's blood glucose level was over 98 mg/dl and the sensor glucose reading was 60 mg/dl which triggered threshold suspend. Troubleshooting was done and customer will continue to observe the sensor. The sensor was not returned for analysis.